Event description:
Event description guidant received information that this ventricular lead's impedance measurement was greater than 2500 ohms in both unipolar and bipolar configurations. The pacemaker looked as though it had migrated to the under arm area and the lead safety switched triggered.